Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter revealing a kink in the catheter shaft between the 76-77 geomarkers. The balloon was also longitudinally ruptured from the proximal marker band to the middle of the balloon. Under magnification, scratches were discovered on the balloons surface near the rupture. The inner lumen did not appear to be damaged. Due to the condition of the returned sample, the balloon was unable to be inflated; thus no functional testing could be performed. A lot history review revealed this is the only complaint for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: returned product analysis concluded the longitudinal material rupture from the proximal marker band to the middle of the balloon is the root cause for the inability of the balloon to inflate. The hcp predilated the target lesion adequately, but it is unknown if the target lesion or pathway to the vessel was calcified or tortuous in nature. There was nothing found to indicate there was a manufacturing related cause for this event. A definitive root cause for the material rupture could not be determined. It is unknown if procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly would not inflate past nominal pressure. The health care professional (hcp) used a contralateral approach with a 6 french introducer sheath to treat the superficial femoral artery (sfa). The hcp predilated the target lesion adequately, but it is unknown if the target lesion or pathway to the vessel was calcified or tortuous in nature. There were no stents in the vessel pathway to the target lesion, but the lutonix dcb would not inflate past nominal pressure. The hcp removed the lutonix dcb successfully and used another lutonix to complete the patient's procedure. The hcp did not closely examine the balloon and in the hcp opinion the anatomy or nature of the vessel/lesion morphology did not contribute to the inability of the balloon to inflate greater than nominal pressure. The lutonix dcb was requested to be returned for further evaluation. No adverse patient effects were reported.